Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, right salpingectomy, lysis of adhesions and diagnostic cystoscopy, the device did not work appropriately. It would not burn, you could see tissue bubbling and would not then go through the seal cycle. When the tissue was released from the jaws, it was not fully cauterized/sealed and there was more bleeding than normal. According to operative report there was an estimate of 175.0 ml of blood loss. The disposable handpiece was switched out and the new one immediately began working appropriately. The generator used with both handpieces was the new covidien valleylab ft0.